Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's external iliac artery. Upon attempts to inflate the balloon catheter, the balloon burst at 2 atmospheres of pressure. The sds was successfully withdrawn from the pt without complication and another balloon was utilized to successfully expand and deploy the stent. There were no pt complications reported relative to this event.